Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received, "received an onxmc implant (sn (B)(4) onxmc-25/33) for an existing mitral patient." At this time, the cause for explant is unknown. This investigation is relegated to onxmc-25/33 (B)(4). This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Manufacturer narrative:
The manufacturing records for serial number onxmc 25/33, sn (B)(6) were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. On (B)(6) 2015 an onxmc 25/33 sn (B)(6) was used in a case for a 48-year-old female in the mitral position, a second valve onxane 19 sn (B)(6) was also implanted in the aortic position in a concomitant procedure. A second mitral on-x was reported to device tracking as implanted in the mitral position, same patient: (B)(6) 2022 onxmc 25/33 sn (B)(6)(2,840 days post-implant). Attempts to receive additional information received no response. Review of manufacturing records show no processing issues. The valve was not returned to the manufacturer for examination. We have no information about the explanted on-x valve other than the tracking notice and assume the valve was discarded on site. Consequently, we do not have enough information to know what, if any, contribution the valve had to the decision to replace it. The instructions for use for the on-x valve lists the possibility of explantation as a consequence of a complication of prosthetic heart valve replacement [IFU]. But in this instance, we do not have any information to help us identify that complication. After multiple attempts to obtain additional information we completed this report with the limited available information and as such determined that there is not enough information to determine what, if any, contribution the on-x valve had to the decision for its removal. Should additional information become available, the investigation will be reopened. The on-x heart valve risk management file thoroughly identifies the process and product hazards for indication. Each individual hazard is mitigated and reduced as low as possible by design and process. Post production residual risk is communicated in the product¿s labeling and IFU. There is insufficient information to determine the root cause of the reported event. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. This event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion- formerly cryolife/jotec and the IFU adequately communicates risk. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.